Event description:
Allegedly the patient was revised due to constant pain and the cup sliding out of place (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-00978, 00979, 00980.